Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble with their therapy. Patient stated the therapy kept resetting back to a lower setting on its own. Patient said instead of where they had it set, it would go back to either 0.5 or 4.9 like it was this morning, but they had the intensity set at 7.0. Patient mentioned they tried different programs and it did the same thing. Patient also said sometimes when they tried to set the level, they would get an error message that said neurosense was communicating with the device, but the error message wouldn't go away and the therapy would just reset back to some random setting. When asked for event date, patient said they would say it was within the last month. Agent walked patient through resetting the handset. Patient stated they already had reset the handset and issue was not resolved. Patient then went into the mystim application and was able to connect to the therapy screen. Patien t was in group a because group b didn't work at all and they couldn't get it to adjust. Patient mentioned group a and b had the 'EKG' symbol next to it in green (neurosense). Agent reviewed function of neurosense, and that likely that is why therapy was adjusting. Patient stated they thought that was abnormal because the stim would get lowered too low where they could feel stimulation not working. Patient stated they were seen for reprogramming on january 13th around when the issue began. Patient stated their group c did not have neurosense enabled. Agent suggested patient use group c and monitor if stimulation is still changing. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient did not recall name of rep they had seen for reprogramming and confirmed they had not notified rep.